Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the lead was returned severed in two segments with the extracting stylet stuck in the distal segment, set screw marks were noted on the lead terminal connectors, insulation was torn apart at the neck and the coils were stretched at the tip section of the lead, calcified body fluid was noted in the lumen on the distal and proximal shocking coil and distal porous mesh tip screen. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The distal rs- segment was not tested due to extracting stylet inside. An x-ray of the lead was performed and revealed no fracture. Detailed analysis concluded that the damage to the lead was consistent with induced damage.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited unspecified decreased pacing impedance measurements and loss of capture (loc) at all programmed outputs. The patient was not pacemaker dependent. A revision procedure was planned for a date in the future. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Additional information was received that the ICD and rv lead exhibited oversensing and high threshold measurements. An x-ray was performed and showed suspected lead damage near the shoulder of the lead. An inavasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.